Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation was completed on on (B)(4) 2011 with the following findings: the cartridge was not returned to animas. There is no investigation necessary. Cartridges of lot # b201581 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
A family member reported that the patient had leaking cartridges with blood glucose excursions but the family member did not know any specific details. No further information is available. Attempts to follow-up with the patient were unsuccessful. This report is made based on the allegation that the insulin cartridge malfunctioned.